Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Event summary: epicardial leads were showing impedances out of range with no capture. High impedance was reported. New leads (different manufacturer) were implanted. Lead remains implanted-inactive. This event is related to 2183787-2024-00047.